Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was between 45 to 50 mg/dl. The customer stated that when she used the bolus wizard, the correction bolus advised was too much. She treated with orange juice. She stated that she had experienced low blood glucose levels for approximately 2 weeks. She was advised to monitor the blood glucose levels and the insulin pump. She was advised to talk with her doctor regarding additional settings that may or may not go into the bolus wizard to make the correction doses accurate. Nothing further reported.